Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned to bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-00711. It was reported that during a carotid artery stenting procedure, patient complications were encountered. Vascular access was obtained via the femoral artery. The 99% stenosed lesion was located in the moderately tortuous left internal carotid artery (ica) and the common carotid artery (cca). The lesion was pre-dilated with a sterling 3x40 mm balloon catheter after the 3.5-5.5 filterwire ez was deployed. The 10x31mm carotid wallstent monorail was implanted and the lesion was post-dilated with a non-bsc 4x30 mm balloon catheter. Post procedure an angiography was performed and the physician found that there was a point at the distal end of the stent where slow flow was observed. The physician removed the filterwire ez and performed angiography and the ¿slow flow¿ resolved; however, post procedure the condition of the patient was stupor. It was reported that post procedure, cerebral infarction was found by magnetic resonance imaging (MRI). According to the physician, "this cerebral infarction would be caused by small plaque the filterwire ez was unable to catch". It was reported that the patient was admitted to the hospital and received rehabilitation. No further patient complications were reported. The procedure was completed with this device.